Manufacturer narrative:
One device as returned for repair with primary problem of flash memory error. The error was confirmed with start-up test. Additional findings included base hardware error. Printed circuit board pcb was determined to be the cause of the primary problem, and the pcb was replaced. Start-up test and functional testing were completed to confirm pump issues were resolved.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "flash memory error". There was no patient involvement. No customer damage reported is this issue related to physical damage/abuse? (Y/n/u): no during patient use?: no cause anyone harm?: no what stage?: during testing delay of therapy?: no incident date. Unknown. (B)(6).